Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician with supplemental information provided by a healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal ambuflex 2.5% therapy for peritoneal dialysis (pd). On an unreported date, the dianeal therapy was withdrawn. During a call with baxter india technical services, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin and injection fortum for peritonitis. The patient still remained hospitalized. It was unknown if the patient recovered from the peritonitis. Per the reporters, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.